Event description:
It was reported that blades were coming through their packaging. No adverse consequences were reported.

Manufacturer narrative:
There were two lot no's of product associated with this complaint i.e. 07148017 (7 items) and 07159017 (10 items). Based on the information provided, product packaging was damaged. The product may have become damaged during transit.